Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole greater than 2 seconds at implant when connected to a new cardiac resynchronization therapy defibrillator (crt-d). A pacing system analyzer (psa) was hooked up to the rv lead and good measurements were exhibited. The observations were thought to be due to a header issue. A new crt-d was chosen which exhibited the same observations as with the previous attempted device. The noise was attributed to air bubbles. This rv lead was explanted. Both devices and the rv lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.